Event description:
It was reported the devices were used during a v.a.t.s. Procedure. It was reported by the affiliate that the surgeon experienced difficulty with firing the devices. The staples were malformed and the cutting line was not good. There was no pt consequence.